Event description:
It was reported by the patient's family that the patient experienced dizziness, shortness of breath, and "almost passed out" prior to being admitted to the hospital because their implantable pulse generator (ipg) battery was "totally dead" and the device was unable to be interrogated. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.